Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is responsible for her blood glucose (bg) excursions (395-462 mg/dl) with symptoms of feeling tired. The patient is unwilling to troubleshoot the pump. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported due to the allegation that the pump is not delivering properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.